Manufacturer narrative:
Follow-up #2 date of submission 08/08/2014-correction: follow-up #1 date of submission 08/08/2014.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2014 with the following findings: a review of the pump¿s black box showed the time and date resetting to (B)(6) 2007 12:00am on (B)(6) 2014. The time and date were manually set from (B)(6) 2007, 12:02am to (B)(6) 2014 10:20pm. The total daily dose history was discrepant due to the time and date reset. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump was found to be delivering accurately with a delivery accuracy test. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on 06/05/2014 the pump¿s time and date reset to default settings when the battery was removed from the pump for less than 24 hours, and that the patient subsequently experienced elevated blood glucose (bg) of 522mg/dl with no reported signs or symptoms of hyperglycemia. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associate with a time/date reset issue. Use error was determined to be a contributor in the alleged bg excursion, as the user must confirm the time and date on the verify screen to resume insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.